Manufacturer narrative:
An event regarding infection involving an unknown gmrs knee was reported. The event was not confirmed. Device evaluation and results: not performed as the product was not returned for evaluation. Medical records received and evaluation: not performed as no medical records were provided for review. Device history review: not performed as no lot details were provided. Complaint history review: not performed as no lot details were provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, return of the device, pathology reports including the strain of infection identified, operative reports, x-rays, patient history & follow-up notes are needed to complete the investigate for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that surgeon performed a revision of patient's knee due to infection (severity not reported, microorganism unknown).

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that surgeon performed a revision of patient's knee due to infection (severity not reported, microorganism unknown).